Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted in 2016 with an afx2 bifurcated and vela suprarenal device. Approximately one year post implant, it was reported that a recent scan showed a possible endoleak, type was not reported. The aneurysm sac is shrinking so the physician elected to monitor the patient and will conduct a scan in 6 months.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to refute the reported indeterminate endoleak rather there was type ii endoleak from inferior mesenteric artery. Clinical evaluations was unable to find substantial evidence to support the following reported events; patient on heightened surveillance and regression of sac. There was no device malfunction rather there was a procedure-related type ii endoleak likely prompted by the use of the anti-platelet and anti-coagulation therapy. The final patient disposition cannot be ascertained due to lack of medical information surrounding the last image study. To date there was no reports if further negative patient sequalae. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. (B)(4).